Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this atrial lead revealed high out of range impedance measurements. An x-ray was performed revealing the lead was fractured. In addition, the body of the lead was floating through the heart with the lead tip portion still connected to the implantable cardioverter defibrillator (ICD) device. An internal technical service consultant was contacted for direction to remove the floating portion of the lead if the helix is till affixed. The patient with this lead experienced fatigue. The lead revision procedure has been scheduled.

Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, a visual inspection revealed only the proximal section of the lead was returned. The suture sleeve remained secured on the lead body at 24.5 cm to 27 cm. The distal end of the returned lead revealed that one side of the silicone insulation was ruptured through both anode and cathode coils were fractured at 31.5 cm from the pin. Due to the location and type of damage, analysis concluded the fracture was likely due to clavicular first rib crush.

Event description:
Additional information was received: a revision procedure was performed. An attempt to remove the lead by femoral access using a snare was unsuccessful. Despite several attempts, the leads tip could not be removed. A decision was made to leave the lead where it was currently located as the physician felt there was no clinical risk to the patient. A further procedure will be performed in the near future to implant another atrial lead by subclavian access.

Event description:
A further revision procedure was performed. The proximal portion of the lead (closest ot the connector block) was removed and returned for analysis, the remaining portion of the lead was surgically abandoned. The lead was successfully replaced